Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2013 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted due to stress urinary incontinence. It was also reported that following insertion the patient experienced pain, infection, urinary problems, and dyspareunia. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). A review criteria of the batch manufacturing records was conducted and the batch met all finished goods release.